Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 278-243s and heparin was given. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. Durinf implant, the valve was not noted misloaded and a new 29mm navitor vision valve and a new large flexnav delivery system were chosen. The final implant depth was 5mm on non-coronary cusp (ncc) and 4mm on the left-coronary cusp (ncc). After implant, there was mild perivalvar leak was noted. After the procedure, a 10 beats of non-sustained ventricular tachycardia was noted. On (B)(6) 2025, chest x-ray reveled bilateral pleural effusion and frusemide was given. On (B)(6) 2025, chest infection was noted in the patient and medication was given.

Manufacturer narrative:
An event of bilateral pleural effusion and tachycardia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pleural effusion and tachycardia could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 278-243s and heparin was given. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. Durinf implant, the valve was not noted misloaded and a new 29mm navitor vision valve and a new large flexnav delivery system were chosen. The final implant depth was 5mm on non-coronary cusp (ncc) and 4mm on the left-coronary cusp (ncc). After implant, there was mild perivalvar leak was noted. After the procedure, a 10 beats of non-sustained ventricular tachycardia was noted. On 18 nov 2025, chest x-ray reveled bilateral pleural effusion and frusemide was given. On 20 nov 2025, chest infection was noted in the patient and medication was given. The patient was reported stable.